Event description:
In over 20 years as a health care provider, it is the reporter's experience that there are a few health care practitioners who take the time to properly disinfect their stethoscopes. Furthermore, in support of the reporter's first-hand experience, there is conclusive evidence of the potential for extensive cross infection between stethoscope and pt. So, while the cdc, osha, ama and other healthcare organizations recommend disinfecting stethoscopes, in practice, it is generally ignored. Though the case for stethoscope cleanliness seems self evident, it becomes even more pressing in light of recent studies that find residual blood and organic matter on stethoscopes used in hospital emergency rooms and maternal/infant units even after these instruments were cleaned. Therefore, especially where blood borne pathogens may be an issue, a protective barrier between stethoscope and pt may be the only practical solution for stethoscope cleanliness, since sterilization is not a feasible option. The public is becoming increasingly aware of infection control issues in hospitals and nursing homes. By way of example, abc's tv news, prime time edition, thursday, 2003, aired a report on hospital acquired infections. On the program, the doctor stated that infections are spread "right there by your own doctor and your own nurse by contaminated stethoscopes." Likewise, recently several prestigious newspapers, such as the chicago tribune, the pittsburgh tribune review and the reader's digest have run articles concerning the problem of infection control in hospitals. Thus, the reporter respectfully requests that the FDA incorporate into their recommendations and guidelines that in the case where disinfecting stethoscopes is not practical, hospitals, nursing homes, physicians and all healthcare professionals should use a disposable cover. Additionally, in areas of the hospital where stethoscopes commonly come in contact with blood, such as emergency rooms and maternal/infant units, disposable covers should be mandated since high level sterilization will damage the stethoscope.